Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they had been urinating too frequently over the past month and they wanted to meet manufacturer representative (rep) in office. Agent asked if caller would like agent to assist in making sure ins was on and/or adjusting system but caller declined. The caller notes they left a message on rep's vm today. Agent reviewed scheduling appointments through the managing doctor's office. On 2024-12-04 additional information was received from the patient and a manufacturing representative (rep). They called back and indicates that the doctor's office redirected the caller back to patient services to reach the manufacturing representative (rep). The caller noted that they were not emptying their bladder for the past 3 weeks and had already spoken to the doctors office about this. The caller had left 2 voicemail's indicating that they were having a problem but had not heard back. The first one was 2 days ago. An email was sent to filed staff. The rep responded indicating that they would reach out to the patient. On 2024-dec-17 additional information was received from a healthcare professional (hcp). The hcp reported that patient has a history of retention and it has not worsened with time and that it was unknown if issue has resolved

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was receivedfrom a healthcare professional (hcp). The hcp reported that patient has a history of retention and it has not worsened with time and that it was unknown if issue has resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
*This event is no longer a reportable event. MDR decision updated to nor reportable .no additional supplemental mdrs are required unless additional information received makes the event reportable.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urina ry/bowel dysfunction. It was reported that they had been urinating too frequently over the past month and they wanted to meet manufacturer representative (rep) in office. Agent asked if caller would like agent to assist in making sure ins was on and/or adjusting system but caller declined. The caller notes they left a message on rep's vm today. Agent reviewed scheduling appointments through the managing doctor's office. Additional information was received from the patient. They called back and indicates that the doctor's office redirected the caller back to patient services to reach the manufacturing representative (rep). The caller noted that they were not emptying their bladder for the past 3 weeks and had already spoken to the doctors office about this. The caller had left 2 voicemails indicating that they were having a problem, but had not heard back. The first one was 2 days ago. An email was sent to filed staff.